Event description:
A medtronic ave peripheral flexible bridge stent was inserted into an unknown lesion location. During inflation of the stent delivery balloon, the stent reportedly slid distally on the stent delivery balloon. Following deployment of the stent, it was noted that there was a perforation located at the distal segment of the stent. The stent delivery balloon was then positioned and inflated at the area of the perforation as the pt was taken to surgery for emergency repair to the perforated artery. Pt was reported to be fine after surgery. There was no further clinical sequelae reported relative to the event and there is no further information available from the user facility.